Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: transthoracic echocardiogram (tte) images from 11/18/2025 are of suboptimal quality. The evolut implant appears to be seated deep, with calcified prosthetic leaflets and poor coaptation, likely contributing to the elevated gradient. Doppler findings show a mean aortic valve gradient of 63.27 mmhg and a peak velocity of 4.96 m/s, consistent with severe prosthetic aortic stenosis. Mild aortic insufficiency is present. The posterior mitral valve leaflet is calcified with restricted mobility, and there is mild to moderate mitral regurgitation. Additional findings include mild tricuspid regurgitation, mild pulmonary insufficiency, and a left ventricular ejection fraction of approximately 50%. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 9 months following the implant of a transcatheter valve, the patient developed endocarditis that was confirmed. Subsequently, the patient was treated for endocarditis at that time; however, the patient has had continued dyspnea. An unspecified amount of time following the implant of the valve an echocardiogram was performed that revealed aortic stenosis (as) and mild aortic insufficiency (ai).

Event description:
Additional information was received that 6-8 weeks of antibiotics were prescribed for the endocarditis. Approximately 2 years and 8 months following the implant of the valve, a transthoracic echocardiogram (tte) was performed that revealed a mean aortic gradient of 63.1 mm. 13 days later a computed tomography (CT) scan was performed that showed evidence of hypoattenuated leaflet thickening (halt) which was believed to had been triggered by endocarditis. 2 years and 10 months following the implant of the valve, severe aortic stenosis was observed and the patient showed evidence of acute on chronic heart failure as manifested by progressive dyspnea and edema. It was noted that it was unknown if the aortic stenosis was caused by the endocarditis, and aortic regurgitation was not observed. Subsequently, the transcatheter valve was explanted and a 25 mm non-medtronic surgical aortic valve was implanted.

Manufacturer narrative:
Updated data: b1.b2. B5. B6. B7. E1. H1. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.